Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported failure of the downstream occlusion pressure test was unable to be reproduced or confirmed. The pump was within specification in relation to this symptom.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was also reported that there was no patient injury.